Manufacturer narrative:
B.5 additional information was received. G.1 manufacturing site name and address should of been left blank on the initial report that was submitted.

Event description:
Additional information was received. It is unknown whether a patient case was involved in the discovery of the failure. The controller is scheduled for return.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 impact code the impact code f26 reported on the initial MDR was not applicable to the event and has been removed and updated with a correct one.

Event description:
The user facility reported that the automated impella controller had a system self check failure.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.